Event description:
It was reported that the tibial impactor fractured during knee arthroplasty. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). This event was originally filed under an incorrect MFR number. The report was previously filed under MDR: 0001822565-2021-03467. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d2; d9; g1-2; g3; h2; h3; h6; h10. H6: suggested component code: mechanical (g04) - impactor. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and the distal end of the device has fractured off, with not all pieces returning. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.